Manufacturer narrative:
The reason for this revision surgery was rotator cuff failure. The length of in vivo service: 4.3 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) for dislocations, (B)(4) for infections, (B)(4) for trauma, (B)(4) for instability and others not associated with product issues. This is the first complaint against this lot number. The root cause for the rotator cuff failure was not reported. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to rotator cuff failure. The surgeon converted from a total shoulder arthroplasty (tsa) to a reverse tsa.